Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
Complainant reported that the patient was being placed on impella cp for hemodynamic support. It was reported the pump was inserted and pulled back across valve and was unable to re-cross. The case was aborted.